Manufacturer narrative:
Additional information received: it was reported there was a dissection to the renal artery present pre the index procedure but the renal artery is not dissected. No exacerbation of the renal dissection or injury to the patient occurred due to the implant of etew2828c82ej or the main body (esbf3214c103ej) and no treatment was provided for the dissection. It was confirmed etew2828c82ej was the only stent graft implanted in the proximal neck and contains the possible type ia endoleak. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii iliac extension (etew2828c82ej) was implanted during the endovascular treatment of a 60mm abdominal aortic aneurysm. A dissection on the renal artery was observed pre op. To prevent bare stent placement, the endurant ii iliac extension stent graft was positioned first, followed by the implantation of an additional main device. It was reported approximately 3 weeks post the index procedure, follow-up imaging revealed a faintly visible endoleak. A type ia en doleak was suspected but could not be determined. Per the physician the cause of the suspected type ia endoleak was due to anatomical reasons. No additional clinical sequelae were reported, and the patient will be monitored.